Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found no observable damage. During the functional testing, an "air in line" message was observed, confirming the customer complaint. The cause of the issue was a defective air detector. The air detector was replaced as well as the keypad, overlay, optical switch, optical bracket, damaged ac power connector, microprocessor unit board, lcd, usb ground plate, side label and back label.

Event description:
It was reported that the device had an air in line error. The event occurred during preventive maintenance testing. There was no patient involvement and no patient harm/adverse event reported.